Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure (event) observed during analysis. The lead exhibited normal electrical characteristics. All measured values were within product specifications. A visual inspection found abrasions at 37 cm and 56 cm from the connector pin. The insulation was cut at 33 cm from the connector pin, believed to be explant damage.